Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: the reported device was received for evaluation. During visual evaluation no defects were found in the equipment. During technical analysis, it was found that the equipment had pressure measurements below the value specified by the manufacturer. After replacing the pair of sensors and all other tests according to the manufacturer's procedures, the equipment was released for use. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with an electrical component failure. Factors which could have contributed to the failure include pressure transducer malfunction or the latch keeper wear. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder arthroscopy, the pressure of a control unit, dyonics 25 was at 40 and flow at 8; however, the staff noticed a high saline pressure. It was adjusted as the surgery progressed, but the flow remained strong. They had to reduce the pump pressure to 30 mm to finish the procedure. The pump was adjusted to medium flow. The patient's shoulder was very swollen, and the doctor chose not to discharge the patient that day. The procedure was resumed, without any delay, using the same faulty device.